Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found a stall due to shaft bearing and motor corrosion and/or wear and/or lubrication.

Event description:
Information was omitted pertaining to information was received from a device manufacturer representative (rep) and a consumer regarding a patient who was receiving 300 mcg/ml clonidine at 70.05 mcg/day and 30 mg/ml morphine at 7.005 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump had a motor stall and recovery on (B)(6) 2016. The pump logs noted that the stall and recovery occurred within 2 hours. It was thought that the patient had an MRI on their foot that day in a non-closed bore 1.5 or 3.0 machine. Then, on (B)(6) 2016, the pump started alarming and the patient went to the emergency room because he was having withdrawals. The pump status was checked with logs, which showed a motor stall on (B)(6) 2016 at 10:56 and a recovery on (B)(6) 2016 at 14:00. It was stated that the pump had reset itself, however no resets were noted in the logs. Electromagnetic interference or magnetic interaction was denied with the motor stall on (B)(6) 2016. It was later noted that the pump "went off" on tuesday and reset itself, again, the logs showed no reset. On (B)(6) 2016, the pump was beeping and the patient was worried that he would have more withdrawals. It was confirmed another stall occurred on (B)(6) 2016 and a stopped pump may exceed tube set on (B)(6)2016 at 5:48. No recovery was noted for the stall. The patient was scheduled for a replacement on (B)(6) 2016. The catheter remained implanted and no patient injury was no ted. It was further reported that the patient recovered without sequelae. Additionally, the dates in the pump logs were noted to be incorrect, displaying dates in the year 2031. It was noted that the pump was turned off with the pump-off password.

Event description:
Information was received from a device manufacturer representative (rep) and a consumer regarding a patient who was receiving 300 mcg/ml clonidine at 70.05 mcg/day and 30 mg/ml morphine at 7.005 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump had a motor stall and recovery on (B)(6) 2016. The pump logs noted that the stall and recovery occurred within 2 hours. It was thought that the patient had an MRI on their foot that day in a non-closed bore 1.5 or 3.0 machine. Then, on (B)(6) 2016, the pump started alarming and the patient went to the emergency room because he was having withdrawals. The pump status was checked with logs, which showed a motor stall on (B)(6) 2016 at 10:56 and a recovery on (B)(6) 2016 at 14:00. It was stated that the pump had reset itself, however no resets were noted in the logs. Electromagnetic interference or magnetic interaction was denied with the motor stall on (B)(6) 2016. It was later noted that the pump "went off" on tuesday and reset itself, again, the logs showed no reset. On (B)(6) 2016, the pump was beeping and the patient was worried that he would have more withdrawals. It was confirmed another stall occurred on (B)(6) 2016 and a stopped pump may exceed tube set on (B)(6) 2016 at 5:48. No recovery was noted for the stall. The patient was scheduled for a replacement on (B)(6) 2016. The catheter remained implanted and no patient injury was no ted. It was further reported that the patient recovered without sequelae. Additionally, the dates in the pump logs were noted to be incorrect, displaying dates in the year 2031. It was noted that the pump was turned off with the pump-off password.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.